Event description:
It was reported by a customer complaint that the pt was hospitalized in 2005 at about 930 due to diabetic ketoacidosis. It was reported that the pt's family member assisted the pt the day before at 1800 with a scheduled site change and the pump worked as expected. Family member used an insert insertion site and tubing, a new cartridge and fresh insulin, the battery was also changed at this time. The pt's blood glucose was checked at bedtime on a flash meter and was 210 (target is 110), they did not give a correction bolus. Their blood glucose was checked at 0200 and it was 197, again no correction was given. At 0730 the blood glucose was checked and the flash meter read "high". A correction was programmed and delivered based on a readings of 500. At 0930 the blood glucose was still greater than 500 and another correction was given and based on the device of the pt's md the pt was taken to the ER and admitted. On admit the pt's blood glucose was over 600 and insulin drip was initiated. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.